Event description:
A recurring battery jump problem was reported by the customer after resetting the device for a week. There was no reported impact on the customer¿s blood glucose level. Additional information was not provided. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.